Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Technical services recommended device replacement. No adverse patient effects were reported.